Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to communicate with the programmer, did not react to magnet application, and did not provide pacing output.